Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: plates were used to fix a post coronary artery bypass grafting, sternal dehiscence. Two long plates and one munbrial h plate were implanted, date unknown, all with quick release pin. Both sternal locking lower plates broke. Hardware was explanted, date unknown. All 20 screws returned were found intact. This complaint is on the sternal locking plate. This report is for unknown pin. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Dates unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.